Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis printed barcode was scanning with rover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis printed barcode was not scanning. A technical support specialist (tss) connected remotely to the station and reinstalled the zebra printer driver. The tss performed a test print, which completed successfully, and then communicated with the customer to gather additional information and request validation checks. The tss instructed the customer to reprint the label and attempt scanning again, after which the customer confirmed that the barcode was scanning successfully. The customer provided confirmation to proceed with case closure. The system functioned as intended after technical support specialist troubleshot the device.